Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3 and e4. Additional information: d9, d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "connecting tube could not be connected to the connector at reprocessing basin due to breakage of the tube" malfunction would likely be related to stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The event can be prevented by following the instructions for use which state: abnormality is detectable by performing the following inspection. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. This report is related to mfrs 246909 (1/3) and 246392 (2/3)  olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube could not be connected. The issue was found during receipt inspection. There were no reports of patient harm.